Manufacturer narrative:
The soft cannula was observed to be cut and shortened. The timing and cause of this damage is unknown. The complete fluid path could not be tested to confirm the reported event due to the soft cannula being damaged. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl and that there was insulin leaking from the insertion site. The pod was worn between 36 and 48 hours on the hip/buttocks. Hyperglycemia treated with a new pod.